Manufacturer narrative:
No product was returned for evaluation. Analysis of the log file that was provided by the account confirmed power elevations; however, a direct correlation between the device and the reported event could not conclusively be established through this evaluation. Thrombus, hemolysis and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 6 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that there was concern for pump thrombosis with lactate dehydrogenase (ldh) over 2000 u/l, and the patient was treated with a heparin infusion and then was given argatroban. Despite treatment, the patient continued to experienced right heart failure, and ultimately expired. No additional information was provided.